Event description:
It was reported that the customer was hospitalized due to high blood glucose of 727 mg/dl. It was stated that the customer had nausea and then he passed out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.